Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, that on (B)(6) 2024. During the procedure, at the moment of implanting the 6 mm zero-p cage and when the doctor was about to perform the implantation in the intervertebral disc space, it became evident, that in this implant, the peek part of the tan was detaching. On five occasions, the peek part of the tan was repositioned or reattached, but it would come loose again. It is important to mention, that at no time did the doctor perform strong maneuvers or impacts on the implant. Finally, the doctors decided to use another implant of the same reference. Which presented no issues, when being introduced into the intervertebral space. The surgery was ultimately completed successfully, without affecting the patient. And without alterations in surgical times.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The video and photo were returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned evidence. Visual analysis of the video revealed that zero-p cage convex h6 peek after several movement the titanium part was fell apart from poly, the picture show the device fell apart. However; in the evidence provided it was not possible determine any damage or defect due to poor quality. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for zero-p cage convex h6 peek. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : part number: 04.617.136s, lot number: 19619p7, manufacturing site: mezzovico, release to warehouse date: 10 jun 2024, expiration date: 01 may 2034. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.